Event description:
The manufacturer received information alleging the patient placed the innospire mini device on the "store" while cleaning it and it melted. The patient's husband requests medicine cups and hose. There was no serious patient harm or injury. There was no medical intervention reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.